Manufacturer narrative:
The mmsi final tightener was not returned for evaluation. A DHR review could not be conducted as the device lot number is unknown. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. No systemic trend has been observed in this complaint file. Therefore, this complaint file will closed with no further action required. Should more information and/or the sample be provided at a later date, further investigation will be conducted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Head stripped during use, no excessive or off label use of the instrument contributed toward the failure. Stripping of the final tightener is not reported to have resulted in any adverse consequences to the patient or a delay.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.